Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high impedance on contact 2 and was not affecting therapy. The battery coupling had shown 0/8 bars for the previous week but the battery was at 100% with daily charging. The hcp wondered if the high impedance could drain the battery. The tablet also did not save report of high impedances. The issue was not resolved at the time of report. The manufacturer's representative (rep) was unable to retrieve a report, due to an impedance issue. Additional information was received from the manufacturer representative (rep). An error message 0x688aa9d1 was reported. The activa app software version that was used at the time of the event was unknown. The cause of high impedances and the coupling issue was unknown. No interventions were taken to resolve the issues. The high impedances has not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: a610, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedance on contact 2 and was not affecting therapy. The battery coupling had shown 0/8 bars for the previous week but the battery was at 100% with daily charging. The hcp wondered if the high impedance could drain the battery. The tablet also did not save report of high impedances. The issue was resolved at the time of report.